Event description:
It was reported that the balloon ruptured. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.00mmx1.5cmx140cm small peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated once for about 30 seconds below rated burst pressure (rbp). Then, after an unknown number of inflations, it was noted that the balloon ruptured below rbp. The balloon was removed from the patient's body without problems and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.